Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Customer consumed carbohydrates to address bg and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and was released from the hospital 5 days later on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Recommendation was made to discuss diabetes management with a health care professional.